Manufacturer narrative:
(B)(4). Concomitant medical device: unk cup; unk liner; unk stem. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00873. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had suffered a fall and x-ray review showed dislocation of the hip. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. X-ray review confirmed right total hip arthroplasty with superior dislocation. Somewhat prominent appearance of the acetabular cup which appears to protrude from the native acetabulum. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a closed reduction due to dislocating hip following a fall. Attempts to obtain additional information have been made; however, no more is available.